Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported interference in the communication between the bedside monitor and the central station. The device was in use at the time of the event. The patient had a myocardial infarction (mi).

Manufacturer narrative:
It was reported that electrical interference prevented the tech from being able to identify a myocardial infarction (mi). Biomed reported the issue to be intermittent. The engineer tested several lead sets and was able to reproduce with a simulator, including with ac power disconnected. It was reported that the interference occurred with shaking of the leads and wiggling of the lead snaps. All of the lead sets tested were dirty at the clips, miss-aligned, or had dirty connections to the trunk cable. The lead set was replaced on the patient and leads were noted to be misplaced. The leads were placed in the correct location, resolving the noise. It was identified that the customer reiterated their initial complaint that the cardiac monitor in the pacu had interference preventing the identification of the cardiac rhythm or stemi (st) elevation. It was stated that approximately one hour after arriving in pacu, the patient complained of chest burning and pain. An electrocardiogram (EKG) was completed at that time which showed an st elevation mi. The customer has not alleged that the device caused or contributed to the event. Analysis was performed and investigation has been completed. The site visit performed by philips field service engineer (fse) revealed several issues at the site which could affect ECG performance, including old ECG cables, damaged cables, damaged or dirty ECG electrode grabbers, mixed ECG manufacturer electrodes, ECG lead placement on the patient, and potential damaged bed cords. The fse provided recommendations on how to mitigate all issues found while on site.